Event description:
While analyzing the heart rhythm of a pt (age & gender unk) the device advised shock for what appeared to be a non-shockable heart rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.